Event description:
Administering subq darzalex faspro and medication started shooting out of the size of the needle not in the patient¿s abdominal tissue. Tightened the connection and medication continues to shoot out of the side despite tightening. Removed from abdominal and secured new subq need to syringe and administered medication without incident.